Event description:
The patient stated they had a new pump implanted on 2015-(B)(6), and they were having more spasticity since then. They wanted to know if it took a while for the medicine to get through the system. They stated that it was set at the same rate, and their husband was told that it might take a day before it went through the system. The pump contained baclofen. Additional information reported the patient received assistance from their doctor or representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014 and (B)(6) 2014. A healthcare professional (hcp) later reported that the cause of the event was an obstruction to the proximal catheter segment. They also reported the catheter was kinked. Troubleshooting included a ¿pump series¿ which was performed at an outside facility. The patient recovered without permanent impairment, and their use of intrathecal baclofen was reportedly ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).